Event description:
The suspect device was later received and is undergoing analysis. No other relevant information has been received to date.

Event description:
Additional information was received regarding the patient's date of death and circumstances of death. The patient had been having seizures prior to death and went to the backyard, had a grand mal seizure, wandered off and fell into a pool, where they drowned. The patient's mother stated that the generator battery was low and the output current was increased at their last two neurology appointments prior to their death. The patient was noted to also be on phenobarbital. The generator and lead were explanted. Additional information was received from the patient's physician that as of their last appointment, generator battery and diagnostics were ok and she did not suspect that the battery would be depleted at the time of death. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
D6b date of explant, corrected data: initial report inadvertently omitted that the generator had been explanted. B2 date of death and b3 date of event, correct data: initial report inadvertently omitted exact date of death and date of event. F10 health effect impact code, corrected data: initial report inadvertently omitted code f1903.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away and the patient's mother had concerns about functionality. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic test, vbat calculation, and an electrical evaluation (shows ifi=yes condition) were performed. There were no performance, or any other type of adverse conditions found with the pulse generator. Pa worksheet was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.